Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The device will not be returned for analysis. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was explanted. The recipient's device was reimplanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
.